Event description:
It was reported that prior to the start of an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated and displayed a message indicating, 'not to implant the device.' A different s-ICD was used to complete the procedure, and this s-ICD was never used and/or implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A diagnostic download confirmed there were no current system messages or faults. Magnet applications were continuously noted between 04-march-2025 and 10-march-2025 (the day of the event). The battery voltage was measured at 8.97 volts (v) on 10-march-2025, which is too low for a device that has never been used. Currently while in the lab, the battery voltage was noted to be at 9.249 v. Analysis determined the constant magnet applications caused a temporary reduction in the battery voltage and was the reason for the "do not implant" message. The battery voltage recovered after removal from the magnetic field and interrogation with the s-ICD software on the 3300 programmer noted no further codes or messages. The "do not implant" message had been cleared. Using the programmer, the s-ICD was reprogrammed to "exit shelf mode" for further returns product testing. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that prior to the start of an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated and displayed a message indicating, 'not to implant the device.' A different s-ICD was used to complete the procedure, and this s-ICD was never used and/or implanted. No adverse patient effects were reported.